Manufacturer narrative:
The ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the charger and programmer can no longer communicate with the ipg. A replacement charger was sent to the patient to help resolved the issue but was unsuccessful. No further info is available at this time.